Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing of the system. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by changing the infusion set and tubing, then resumed insulin usage.